Event description:
Pt began complaining of sudden onset of severe pain to her thoracic area, adjacent to the site of her laminectomy. Pt felt severe pain when the physician merely stroked the skin in the area. Physician likened the pain to that associated with shingles. Turning the pulse generator off made no difference in the pt's level of pain, leading the physician to believe that the electrode may be touching one of the thoracic nerves. Physician removed the pt's entire stimulation system, and upon explant, noted that the wires in the lead looked twisted. The system was returned to the MFR for evaluation.